Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient reported change in stimulation impedance check showed number 5 contact was out of range reprogrammed and was able to get satisfactory stimulation. No known cause was determined to have contributed to the issue. The issue was resolved at the time of this event. No surgical intervention planned or occurred. Patient is alive with no injury. No further patient symptoms or complications were reported.